Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. The magnetic sensor met specifications during electrical testing with no open circuits detected. Further electrical testing confirmed continuity between the sensor wires and the pull ring, consistent with the reported event. Dissection revealed the magnetic sensor wires were wrapped around the fluid lumen underneath the pull ring within the distal shaft and abrasion damage to the magnetic sensor wire insulation was noted, consistent with continuity between the sensor wires and the pull ring. The reported issue will continue to be trended.

Event description:
During a premature ventricular contraction procedure, the tactiflex catheter was not located correctly resulting in cancellation of the procedure. The catheter disappeared during ablation, flashing red, and reappeared after the ablation. The amplifier was reconnected with no resolution. Ablation was attempted to be continued; however, the patient then moved in their conscious sedation, and the ECG was inadvertently removed. In combination of the location issues with the catheter and the patient disconnecting the ECG it was decided to end the procedure. There were no adverse patient consequences.